Manufacturer narrative:
Findings: pump was received with no button response due to keypad connector unlocked. Pump had cracked case at display window corner, battery tube threads and minor scratched display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had no button response. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.